Event description:
The field engineer reported that the system intermittently would not boot up correctly and was displaying communication error messages. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and system interface board was replaced. The system was then found to be operating as intended.